Manufacturer narrative:
The insulin pump was received with button error alarm due to corroded keypad traces. No moisture damage on electronics. The insulin pump was unable to perform displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to button error alarm.

Event description:
The customer's spouse reported via phone call that they experienced low blood glucose. The customer's spouse reported that they received a button error alarm. The customer's spouse reported that the button error alarm was unable to be cleared. The customer's blood glucose was 44 mg/dl at the time of incident. The customer's blood glucose was 162 mg/dl at the time of call. The customer's spouse stated that they treated the low blood glucose with ice cream. The customer's spouse was advised that the insulin pump will need to be replaced. The customer was also advised to revert to back-up plan. The insulin pump will be returned for analysis.